Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
Right hip revision. Patient complained of pain. X-rays showed fractured broken stem and neck. Patient was bending over to tie his shoes and event occurred.